Event description:
It was reported that during a wallstent restenosis treatment procedure in the subclavian vena cava, the xxl balloon catheter ruptured on the third inflation and "the distal tip of the catheter broke away and followed the bloodstream probably ending up in the peripheral venous part of one of the lungs without creating any adverse effects." The radiologist stated "it probably would not cause the pt any risks for adverse evnets since there were no reactions of any kind after the procedure." Current pt condition is unk.

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.